Event description:
A 28 mm diameter x 16 mm diameter x 13.5 cm length aneurx bifurcated stent graft and its components were implanted in a patient for endovascular treatment of an abdominal aortic aneurysm in 2002. The diameter of the proximal non-aneurysmal aortic neck was 24 mm, and the length from the proximal non-aneurysmal neck to the distal non-aneurysmal iliac neck was 150 mm. The vessels were reported to be calcified and the aortic bifurcation was reported to be tight, approximately 16-20 mm in diameter. The patient has a history of hypertension, peripheral vascular disease, and coronary artery disease. It was reported the 16 french and 22 french sheaths were difficult to advance into the aneurysm because of the tight iliac bifurcation. No deployment or positioning problems were noted during the deployment of the bifurcated stent graft and iliac limb. One iliac limb was extended with a 20 mm diameter x 3.75 cm length aortic extender cuff. No endoleak was reported, but the physician balloon angioplastied the aortic bifurcation to ensure that it remained patent. Two angioplasty balloons were inflated to 6-8 atmospheres with a kissing balloon technique. The aneurysm ruptured shortly after balloon angioplasty and two occlusion balloons were inserted into the iliac arteries to stablize the patient's blood pressure. The patient's blood pressure continued to drop until an occlusion balloon was inserted into the aorta. The bifurcated stent graft and the iliac limb were explanted and the patient was converted to open surgical repair. It was reported that the distal aorta might have ruptured due to calcification. No clinical sequelae were reported, and the patient is reported to be fine. The explanted stent graft has been received by medtronic ave, and its analysis is pending.